Event description:
During a surgical procedure using the or table alphastar 1132.11a0, while in beach chair positon, both back plate bars broke and the patient fell down. As result the surgical procedure was postponed. No injury reported to maquet. (B)(4).

Manufacturer narrative:
A field service technician (fst) inspected the device and found that both backplate bars were broken in the area of the joints. As result of this break the backplate moved downwards. The maximum allowable load for this or table is specified with up to 270kg. The device has been tested successfully with four times the maximum allowable load. The most likely cause of the break are extreme forces on one side of the table. This is a single case. Maquet does not have any information about similar cases. Maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.